Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and concern for textured implant device.

Event description:
Patient reported, "having pain in right breast, and the implants don't feel right". Patient subsequently reported bilateral exchange due to concerns with the product. Device has been explanted. This is the right side record. Patient representative reported capsular contracture baker grade unknown.